Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed via log file analysis. A log file was extracted from console (B)(6) and data from the reported event date of 10dec2025 was reviewed. The set speed was intermittently changed until being set to 4200 revolutions per minute (rpm). The flow gradually decreased over 1 hour and 14 minutes, from ~4.00 liters per minute (lpm) to ~0.90 lpm. Throughout the decrease in flow, the set speed was changed until remaining set at 4600 rpm. A ¿flow signal interrupted: f2¿ alarm activated due to a ¿sf_flow_low_amplitude¿ sub fault and quickly cleared on its own. The speed was then set to 0 rpm, and the system was shut down. The returned centrimag console (serial number (B)(6)) powered on as intended. The unit was connected to a test motor and loop and was run for several days. During the observation period, the console and motor functioned as intended with no atypical alarms observed. The console underwent functional checkout and passed all steps without issue and was returned to the customer site ready for use. Provided information stated that cannulas were repositioned, the flow probe and console were changed, the pump head was moved to a different driver, pressure lines were flushed and re-calibrated, and cannulas were changed out with no improvement. The circuit and oxygenator were then completely changed out and flows improved. The root cause of the reported event was unable to be conclusively determined through this ana the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including flow alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. D) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The device history records were reviewed for the centrimag console (serial number (B)(6)), and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was placed on centrimag with euroset oxygenator. Within 1.5 hours the flows through the oxygenator decreased dramatically. They adjusted cannulas and changed cannulas for better flows with no help. They removed oxygenator and replaced with nautilus oxygenator with centrimag pump and flows corrected immediately. No issues were noted with priming or running machine prior to extracorporeal membrane oxygenation (ECMO) initiation. When first initiated, revolution per minutes (rpms) were 4000 for 4 liter per minute (lpm) flow. Pressures were not documented at this time. No images were available. The patient was not under anticoagulation/anti-aggregation therapy before the procedure. During the procedure, they were on heparin, 3000 units. Period of time between start of cpb arterial flow and the triggering of the event was about 60 minutes. The patient received least 24 various blood products. Priming procedure was performed by gravity. Temperature was set to 37.0 fahrenheit during priming. The ECMO was placed in operating room as salvage for suspected reversible etiology; initial flows around 3.2 but over less than an hour, flows decreased to 0.9l/min at 4200 revolution per minutes (rpms). Cannulas were repositioned, flow probe was changed to different probe and on different console, pump head was moved to different driver, pressure lines were flushed and re-calibrated, cannulas were changed out to larger sizes with no improvement. Circuit and oxygenator were completely changed out on different console platform and flows improved to 4.2 on 4200 rpms with pdelta 25-30 mmhg. This was involving ECMO, so no suckers were used. Protamine was not administered.